Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing really high blood glucose. The customer had a high blood glucose level of 382 mg/dl and two hours later it went up to 425 mg/dl. The customer checked the site and saw that there was some blood there. The site was not actively bleeding. The site did not show signs of infection. The customer changed the site and an hour later their blood glucose level was 418 mg/dl. The customer declined troubleshooting for the high blood glucose. The device will not return for analysis.